Manufacturer narrative:
Philips service replaced the collimator (459801103321 - nicol v4 cv.) And raised an engineering issue for early failures. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).

Event description:
It was reported to philips that a collimator defect caused shutters to be unavailable during use on an azurion 7 m20. The clinical use of the system was in use. There was no reported patient or user harm.